Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number provided was not valid. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An mhra user report has been received, reported by a hcp "new pod device placed at 22.30hrs on 24.7.25. Pod filled with 100 units (requires a minimum of 85 units to enable device to work). The next day (25.7.25) the child had prolonged hypo and collapsed in morning and proceeded to have further hypo through the day. Review of the data showed 12 units insulin delivered between 22.30hrs 24.7.25 and 16.00hrs 25.7.25 however the pod was recording that only 41 units remained in the insulin pod. This is a significant discrepancy and concern that the pump has delivered incorrect insulin, or not recording the correct remaining insulin in pod, but in light of hypoglycaemia, significant concern of overdose."